Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the system self-check failure was due to a failed pbm because of corrosion near the c69 and c70 supercapacitors. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the console alarmed "system self-check failed/change console immediately", this occurred upon console startup. No further information is available. No report of patient involvement, harm, or injury.